Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1880l was requested and device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a partially broken off retainer ring and the reservoir tube o-ring taped to the back of the pump. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. Cosmetic damage was confirmed at the retainer ring. Damaged retainer ring confirmed. Reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.